Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On (B)(6) 2022, customer returned pump for an alleged blank display and cosmetic damages located at the label. Pump was received with a critical pump error (open book image) alarm and blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm/blank display. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 critical handling alarms starting on (B)(6) 2023 12:57:43 am. Pump error 53 (esf# = 2610666, file number = 2005, line number = 5632) alarm due to software anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and force sensor. Force sensor was not tested outside of pump due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, stained serial number label damage, and partially chipped retainer ring. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarm confirmed due to software anomaly. Blank display was confirmed due to moisture damage on pcba 1. Cosmetic damage was confirmed located at the serial number label and retainer ring. Moisture damage was confirmed on the battery tube, pcba 1, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.